Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the titanium elastic nail (ten) instrument cracked on the top around the hole of the winding on an unknown date. This occurred while hammering. No impact to the patient was reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An evaluation was conducted and the report indicates that the broken ten inserter contained metallic splinters at the cannulation area. This could be due to violent hammer blows leading to the strain of the hardening material. The result these blows could cause chipping of the instrument. The instrument meets all required specifications and no product fault could be detected. Placeholder.